Event description:
It was reported by a neurologist that he was having issues with his vns programming system. The handheld froze up when he tried to perform diagnostic test on a pt. A company representative,however, was able to successfully communicate with pt's device using her own handheld; thus, ruling out pt's generator. After swapping the wand and using physician's handheld the diagnostic testing of the device was still unsuccessful.

Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the handheld indicated that no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Moreover, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.